Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an upgrade was started at the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative head a reset beep and had waited. The programmer was rebooted and the device was then successfully interrogated. Possible telemetry interference was suspected. No adverse patient effects were reported. This s-ICD remains implanted.